Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator stopped working. The patient was removed from the ventilator, manually ventilated and transferred to another device. There is no report of serious injury or death associated with this event.